Event description:
The customer, a biomed, reported that the heater light was not working because it had "blown" a fuse. The customer also reported that the cidex had gone cold. The customer was advised to check heater harness and connection and to check the "olms" across the heater. The customer reported that he was still trying to repair the problem with the unit. He reported that the end user was monitoring the unit to see whether or not it "blows" a fuse again. Upon additional follow-up, the customer reported that the "heater was still working." Attempted to follow-up with the customer regarding whether or not anything was processed in the unit while the heater light was out to determine potential patient injury but the customer was not available. The customer did not report which "cidex" product they are using in their unit. They did not report how long the instruments are processed in the unit with the solution at what temperature. The customer did not request a visit from the asp field service engineer (fse).